Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that subsequent to a percutaneous coronary intervention, in-stent restenosis occurred. In (B)(6) 2007, the patient underwent a coronary stenting treatment procedure. Target lesion no. 1 was located in the mid left anterior descending artery (lad). The physician treated the lesion with placement of a 2.75mm x 28mm and 3.00 x 20mm taxus express stents. Target lesion no. 2 was located in the proximal circumflex artery. The physician treated the lesion with placement of a 2.75mm x 12mm taxus express stent. In (B)(6) 2011, the taxus express stent implanted in the proximal circumflex artery had 75% in-stent restenosis. The lesion had a vessel diameter of 3.0mm and a length of 28mm. The left main coronary artery had 75% stenosis and had a vessel diameter of 3.5mm and a length of 38mm. Four days from the onset of event, the patient was hospitalized. In (B)(6) 2012, the patient underwent cardiac catheterization and both lesions were treated each with angioplasty and placement of a promus stent. Residual stenosis of both lesions was 0%. One day post procedure, the patient recovered and prescribed aspirin and clopidogrel.